Event description:
Customer's son reports customer received a blood glucose result of 359mg/dl on her meter while feeling lethargic and non responsive; she was given 15 units of lantus insulin and emts were called. Son reports an hour later the emts tested customer with a result of 30mg/dl and she was limp; was treated with "50/50" through an IV. Son reports customer began to have symptoms again and was taken to the hospital, treated and kept overnight. Son reports customer stores strips outside of the bottle and the cap was left open a few times. A request was made for return of the suspect product and a replacement was sent.